Event description:
It was reported the device showed with no image . The issue found during reprocessing. The device was replaced and the intended unspecified procedure was completed with another device. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
Address: (B)(6). Device return evaluation was completed . The customer reported complaint was unable to be duplicated and issue was not confirmed. Service repair performed a 24 hour run in check and evaluation and found no issue. The reported problem was not confirmed by the service engineer. The device is returning to the customer as no fault found on the device. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.